Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. Functional testing was performed. Upon review, the reported problem was verified and duplicated. The dso seal was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion seal worn out. There was no patient involvement.